Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the tip of the blade protector on the sternal saw was bent. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Service repair technician observed saw blade protector to be bent enough for test blade to not fit into chuck assembly. Blade protector was replaced. The device operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.